Event description:
Hosp advised that a 250cc bag of lidocaine was hung on channel d at 17:15 hours. Rate was set at 15cc/hr. At approx. 2100 hours the bag was found to be empty. There was no pt consequence.

Event description:
Hosp advised pump was involved in an overinfusion.